Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain additional information. To date, no additional information has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during a sleeve gastrectomy, upon firing, they noticed four staples missing from the outer row, 2/3 down staple line. They oversewed to complete the case. Patient consequence was not reported.